Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# serial# unknown, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative high impedances >4000 ohms on all electrodes despite {c-1; c-3}, which are 3300 and 3400 ohms respectively. With measurement voltage of 3.1v. The patient had good therapy outcome with c-0 0.9v. The patient fell 2 times and had 3 surgeries in lumbar area. An x-ray of pelvis in area of ipg and lead location is planned. It was noted that the lead was broken. Visible on xray. Hcp decided to turn off stimulation. Until now, there is no decision regarding replacement or explant.